Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4). The full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress and a cut. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead had been stretched and the outer insulation pulled out of the connector sleeve.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. During the replacement procedure, a left ventricular (lv) lead was attempted to be implanted. The lead exhibited no capture and high thresholds in two out of three veins, as well as phrenic nerve stimulation. Another lead was implanted instead. No further patient complications have been reported as a result of this event.